Event description:
A hospital in (B)(6) report a patient was diagnosed with pseudoarthrosis. Therefore, the plivio pore implant got explanted and replaced with a cage. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.